Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the vad¿s s ervice history records indicated that the device was previously serviced and the repair actions were verified. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 22:59:33, on (B)(6) 2022 at 05:56:09, on (B)(6) 2022 at 10:40:08, on (B)(6) 2023 at 00:12:20, on (B)(6) 2023 at 13:10:26, on (B)(6) 2023 at 23:19:06, on (B)(6) 2023 at 00:51:59, on (B)(6) 2023 at 06:42:21, 06:44:05, 10:54:44, 10:55:27, 10:56:56, 10:59:32, 11:03:22, 11:03:57, on (B)(6) 2023 at 23:16:07, 23:18:10, and on (B)(6) 2024 at 10:58:27, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2024 at 11:34:42 and 14:01:25, and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. On-site inspection of the driveline cable revealed that the driveline cover and connector mechanism were able to be mobilized. Furthermore, the on-site inspection, as well as visual evidence provided by the site, revealed debris in the driveline connector and damage to the previous sheath repair. As a result, the reported stuck driveline event could not be confirmed. A driveline connector cleaning procedure and a driveline sheath repair were performed to mitigate the reported conditions. As a result, the reported atypical motor start parameters, controller fault alarm, and driveline sheath repair damage events were confirmed. The reported stuck driveline event could not be confirmed. A possible root cause of the debris in the driveline connector can be attributed, but not limited, to the handling of the device. The most likely root cause of the driveline sheath repair damage may be attributed to wear and/or the handling of the device. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: controller 2.0 (B)(6). H3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2019 / serial#: (B)(6), UDI#: (B)(4) d9: no h3: no h4: mfg date: 27-dec-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed that the ventricular assist device (vad) had several motor start events with p arameters outside of the typical range. The vad is included in the subgroup 3 population for delay or failure to restart. It was also reported that the controller exhibited a controller fault alarm due to the internal battery end of life. The controller fault alarm was permanently silenced. The patient attempted to change the controller, but the driveline was stuck in the controller, and it could not be removed due to an unstable/poor mechanical connection. The patient was admitted to the hospital for evaluation. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the evaluation of the "stuck driveline" the cover was able to be mobilized. Trace amounts of debris was seen in the connector which was cleaned easily. Connector did not appear stuck after evaluation. Prior sheath repair was reworked. Site elected to do a controller exchange for the previously silenced controller fault alarm.